Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer stated the alarm has occurred twice. The customer stated they were able to resolve the alarm with a complete set change. Customer reported they were able to deliver insulin on the third infusion set. The customer's blood glucose was 90 mg/dl. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusions were found.